Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument's handle broke off when inserting the cement restrictor. Instrument fractured into two pieces. No surgical delay, no fragment remained in patient's body.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument´s handle broke off when inserting the cement restrictor. Instrument fractured into two pieces. No surgical delay, no fragment remained in patient´s body. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the hardinge cem rest intro long had the tee bar broken into two pieces. Both fragments returned for evaluation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces such as prying motions, or the application of excessive upward/downward forces while using the device. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the hardinge cem rest intro long would have contributed to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended user error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 02/10/2022 (mm/dd/yyyy). 3) any anomalies or deviations identified in DHR: none. 4) expiry date: n/a. 5) IFU reference: IFU-78405807. Device history review: a manufacturing record evaluation was performed for the finished device product code: 963206000 lot number: 00pn45749, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.